Event description:
It was reported that during sleeve gastrectomy second firing with green reload and double seamgard a misfire occurred. The stapler was described as firing sequence started then appeared to stop and then restarted. Upon opening, there was bleeding from the stomach and the staple line appeared incomplete. Staples appeared formed on the remnant stomach. The surgeon then had to suture the stomach laparoscopically.

Manufacturer narrative:
(B)(4) date sent: 4/12/2024 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary this is an analysis of four photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a device jaws with a green reload loaded that appears that was fully fired on the right side and the left side partially fired. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x95r8r, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 5/7/2024 d4: batch # 950a71 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, and the left side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 950a71, and no non-conformances were identified.